Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: correction to section b5: the manufacturer received information via a user case bfarm ref.: (B)(4) alleging a ventilator inoperative condition occurred on a bipap a30 device. According to the patient, the ventilator restarted three times within 24 hours. The device was replaced immediately after the incident as part of an emergency service journey. There was no harm or injury reported. The ventilator was evaluated by the third party service center and the customer's complaint could not be confirmed. The device's software was upgraded. Additionally, the pca need to be replaced due to error code e-143 related to a humidifier plate reached 95c which is close to blowing tco. The device passed all the tests. Ventilator inoperative was not confirmed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.